Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an intermittent power issue. It was reported the patient¿s blood glucose on (B)(6) 2016 was 283 mg/dl with extreme thirst. The reported health event does not qualify as a serious injury. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: a review of the black box showed one unexplained power on reset and one power on reset after a call service 052. No damage was found to the returned battery cap. The battery cap was cracked below the bumper pad. The returned battery cap was within specifications. The returned battery cap was able to fully attach to the pump and was used for rewind, load and prime steps, and 24 hour testing. No power interruptions were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The complaint was verified in the history but not duplicated during testing.